Event description:
It was reported that the customer experienced hypoglycemic coma and was admitted to hospital due to low blood glucose (bg) level of 44 mg/dl. The customer attempted to resolve the bg with glucagon injections prior to going to the hospital. While in the hospital the customer was treated with intravenous saline and insulin. The cause of the low bg was unknown. A system check was performed and indicated that the pump was functioning as intended. The customer was released from the hospital (B)(6)2026 with no permanent injury, and reported issue resolved. The customer continued using the pump for insulin therapy.